Event description:
The pharmacy technician was removing the fill port cap from the fill port of the home pump eclipse pump (B)(4) and the tip of the fill port broke off. Lot 0202304527. To be returned to distributor, halyard. Awaiting return envelope.